Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the home communicator was not connecting to the patient's implanted device. Troubleshooting steps found the issue was due to the settings on the patient's implantable pulse generator (ipg). An email was sent to the clinic to check the device settings. The ipg and the home communicator remain in use. No patient complications have been reported as a result of this event. It was reported that the implantable pulse generator (ipg) exhibited telemetry issues. The device remains in use. No patient complications have been reported as a result of this event.